Event description:
Patient reported approximately a month after injection with juvederm voluma xc in the cheeks, and restylane "in the lines by the mouth," the patient "broke out in a rash from the neck to the chest." Patient indicated the area was also "lumpy." Patient started taking benadryl for the symptoms, and the patient indicated the symptoms have now resolved approximately one month after injection.

Manufacturer narrative:
Further information from the reported regarding event, product, or patient details has been requested. No additional information is available at this time. The events of rash and a lumpy area are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Post market surveillance: "juvederm voluma without lidocaine has been marketed outside the us since 2005, and juvederm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency > or equal to 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."